Event description:
It was reported that the patient developed endocarditis. The patient was place on antibiotic therapy and the implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, (B)(6) 2011; 5072-52 lead, (B)(6) 2011. (B)(4).